Manufacturer narrative:
Product event summary: the hvad pump, controller, and driveline extension cable were not available for analysis. Review of the controller log files revealed nine (9) electrical fault alarms on 08-nov-2018 due to open phases on the front stator resulting in the pump running on a single stator (rear stator only). As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the reported event may be attributed, but not limited, to a marginal connection of the driveline extension cable to the controller, a marginal connection of the driveline extension cable to the driveline, or contamination within the connectors additional products: d4: serial or lot#: (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4315. D4: serial or lot#: (B)(4). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - controller 2.0 / (B)(4)/ model #: 1420 / catalog #: 1420 / expiration date: 2019-02-28, device evaluation anticipated, but not yet begun mfg date: 2018-02-08 (B)(4). Heartware ventricular assist system - driveline extension cable / (B)(4)/ model #: 100 / catalog #: 100 / expiration date: 2019-04-30 mfg date: 2018-04-24 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the driveline and driveline extension cable were connected, there was an electrical fault alarm on the controller. After several attempts to disconnect and reconnect the driveline and driveline extension, the electrical fault alarm persisted. A new extension cable was used, and then a new controller but the electrical fault alarm would sound in each instance. The pump, controller and driveline extension cable were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump, controller, and driveline extension cable were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported electrical fault alarm event was confirmed via review of the controller log files which revealed nine (9) electrical fault alarms on 08/nov/2018 due to open phases on the front stator resulting in the pump running on a single stator (rear stator only). Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. The driveline extension cable was able to connect properly at both ends and a pre-implant wet test was performed on the pump with no electrical fault alarms logged. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation and the available information, possible root causes of the reported electrical fault alarm event may be attributed to a marginal connection of the driveline extension cable to the controller, a marginal connection of the driveline extension cable to the driveline, or con tamination within the connectors. Additional products: d4: controller 2.0 / (B)(6) UDI #: (B)(4). D10: yes, return date: 27-may-2019. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4315. D4: driveline extension cable / 1451116 UDI #: (B)(4). D10: yes, return date: 27-may-2019. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.